Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter. Product return status: 5 devices were received. 5 device investigation types have not yet been determined. Additional information: 10 devices were not labeled for single-use. 10 devices were not reprocessed or reused.

Event description:
This report summarizes 10 malfunction events in which the device was shedding metal debris. - 5 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 5 events had the problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 10 previously reported events are included in this follow-up record. Product return status 10 devices were received.

Event description:
This report summarizes 10 malfunction events in which the device was shedding metal debris. - 10 events had the problem identified during a non-clinical procedure; there was no patient involvement.